Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve after explantation of the gastric band, the jaws of the device locked on tissue. The loading unit was disconnected and stayed in the stomach. After using a new loading unit beside this unit, it was stapled "off" and retrieved through the cannula with an laparoscopic dissector. A partial reduction of the gastric sleeve was performed in place of the second loading unit.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the reload was fully fired. The jaws of the reload were clamped and the knife bar assembly was advanced to the distal end. Tissue was observed in the jaws. The reload was disassembled for further evaluation. This examination found no abnormalities. Engineering evaluation concluded that the reload was likely fired over tissue thickness beyond the recommended range for use. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. This condition may occur in any of the following circumstances such as firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.